Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and reported that the fiber optic pin receptacle has two screws that attach the receptacle to the bracket that holds the receptacle in place. The screws are anchored with a nut and the nut had come loose and fell into the unit so when the customer tried to plug the catheter in the pins it would not properly seat into the receptacle, thus rendering a trigger problem. The fse found the nut inside the unit and was able to re-attach the receptacle and repaired the connector back to factory specifications. Unit was past 5000 hours so the fse advised the customer that the compressor was needed. Customer will seek approval and send a request at a later date. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the fiber optic of the cardiosave intra-aortic balloon pump (iabp) was not triggering when the customer tried to plug the catheter in the pins. There was no patient involvement, and there was no adverse event reported.